Manufacturer narrative:
The insulin pump was monitored and no failed battery test alarm occurred during our testing and was received with normal operating currents. The rewind functioned properly during our testing. No motor error alarm noted, passed motor test also the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during bolus. The customer's mother did not recall any significant events leading up to the motor error alarm. Caller also reported removing the device's battery and receiving a failed battery test. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.